Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. IFU statements h6: code d1102: IFU statements the gore® excluder® aaa endoprosthesis instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. [Contralateral leg endoprosthesis positioning and deployment] 3. While maintaining the delivery catheter in position, withdraw the introducer sheath (table 13) and visually verify that the leading end of the introducer sheath is below the distal contralateral leg radiopaque marker. 4. Stabilize the contralateral leg endoprosthesis delivery catheter at the level of entry into the introducer sheath and stabilize the sheath relative to the patient¿s access site. 5. Loosen the deployment knob. Confirm final device position. Deploy the contralateral leg endoprosthesis by using a steady, continuous pull of the deployment knob to release the endoprosthesis. Pull the deployment knob straight out from the catheter side-arm. Deployment initiates from the leading (aortic) end toward the trailing (iliac) end. Caution: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis devices. The left distal end of the contralateral leg was planned to be positioned above the origin of the left internal iliac artery. However, angiography performed after deployment of the leg confirmed that the distal end of the device extended approximately 1 cm into the left external iliac artery. An attempt was made to push the distal end of the leg device proximally using a balloon and sheath but it was unsuccessful. The left internal iliac artery was covered by the leg with almost no blood flow observed. The procedure was completed with the decision to follow the patient clinically. Physician¿s comment: the bifurcation of the internal and external iliac arteries was misidentified. It is possible that, during angiography, sufficient c-arm angulation could not be achieved, resulting in overlapping visualization of the vessels.